Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead could not be implanted. The lead would not stay in place. The lead was not used and replaced successfully.